Event description:
The report indicated that following one week of use, the clinician found cracks on the bio-pump housing. The device was changed out with no pt compromise. The device is labeled for a maximum of six hours of use. Testing of the product showed that the device may have come in contact with a non-compatible substance during use. Co's instruction for use warn against the use of alcohol-based fluids on any surface of the pump.